Manufacturer narrative:
Device was received with a blank display due to moisture damage electronic assembly. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to blank display. Device was received with cracked case (battery tube), cracked battery tube threads, label damage. Device p-cap or test reservoir does lock in place properly and no anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that they were swimming and blank display was occur. Customer noticed crack along the battery compartment. Customer sated that insert battery alarm did not display on screen when battery was removed. Customer stated that contact on battery cap was neither missed nor damage and spring was not damage or corroded. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.